Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the health care professional stated that the action taken to resolved the por was that they paired the patient device to their programmer. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient recently had surgery and turned their device off beforehand. Then, three days ago, they tried turning therapy back on again and hadn¿t been able to; they were encountering the ¿data lost, internal device has lost all data. Contact your clinician¿ message. It was recommended that they follow up with their healthcare provider to address the message. There were no patient complications reported as a result of this event.